Event description:
Depuy acromed rec'd a broken isola hex driver. The tip of the instrument broke off into the set screw during final tightening. The tip still remains in implant. A chemical analysis was performed on the driver and it conformed to 420-grade stainless steel. A rockwell hardness test was also performed on the driver and the driver conformed to specs of 54-56 hrc. The cause of the broken tip is usually due to over-tightening during screw insertion. These devices are extremely small, and will fracture if over-torqued. Care must be taken not to over-torgue these drivers. A torque wrench is available for those physicians having difficulty with these types of events. No further action is required.